Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the connection was unstable and communication abnormalities occurred. This resulted in image noise because the connection did not connect properly due to a locking failure of the video module socket. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed due to a printed circuit board failure and there was a crack to the power switch. The device evaluation additional findings were the video socket connector had a defective locker, it did not secure scope video cable and crack damage around the white plastic. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the video system center's serial digital interface leaving the processor was scrambling the picture, it was showing four quadrants and a black hole in the center of the image. This issue was found during a diagnostic colonoscopy procedure that was completed with a similar device. The procedure was prolonged ten minutes, it did not affect the outcome of the procedure, and there was no report of patient harm or injury.